Event description:
Initial result for a patient calcium was 10.3 mg/dl. When repeated, the result was 9.1 mg/dl. The incorrect result was not used to guide therapy. The field service representative found the photometer lamp was out of specification and repaired the instrument by replacing the lamp.